Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)

Event description:
It was reported to philips that a foot switch error occurred during examination on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.